Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat rectal perineocele, peroneal descent, cystourethrocele, vaginal vault prolapse, anal skin tag, poor cosmetic result after low transverse scar and chronic tonsillitis. It was reported that the patient had the concurrent procedures of scar revision, anal skin tag removal, tonsillectomy, abdominal sacral colopexy and posterior colporrhaphy performed during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat weak rectovaginal tissue, cystocele, and stage two rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that post insertion patient experienced pain, recurrence, dyspareunia, vaginal scarring and urinary/bowel problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.